Event description:
The article, "comparison of patent foramen ovale sizing by transesophageal echocardiography and balloon sizing in patients undergoing percutaneous closure", was reviewed. The article presented a retrospective, single center study to investigate the correlation between pre-procedural transesophageal echocardiography (tee) sizing of patent foramen ovale (pfo) and balloon sizing in patients undergoing percutaneous pfo closure. Devices included in the study were gores septal occluder, abbott amplatzer pfo and transesophageal echocardiography (tee) asd occluder. The article concluded that pfo defect and shunt size measured by tee showed a poor correlation with balloon sizing. Neither pfo channel length nor septal mobility correlated to the pfo size measured by balloon sizing. [(B)(6)]. The time frame of the study was from (B)(6)2017 to (B)(6) 2018. A total of (B)(4) patients were included in the study, of which all received an abbott device. The average age was 48.7 years and the majority gender was male. Comorbidities included diabetes, hypertension, smoking, hypercholesterolemia, migraine, myocardial infarction, ischemic stroke, transient ischemic attack, systemic embolism, atrial septum morphology (atrial septum aneurism, fenestrations, chiari network, and eustachian valve).

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder procedure were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypertension, smoking, hypercholesterolemia, migraine, myocardial infarction, ischemic stroke, transient ischemic attack, systemic embolism, atrial septum morphology (atrial septum aneurism, fenestrations, chiari network, and eustachian valve). Residual shunt was reported as complication, which is an anticipated complication for the procedure and subject population. The reported off-label use was due to using the device for a patent foramen ovale (pfo) closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Please note per the instruction for use (IFU), ¿the amplatzer¿ septal occluder is a percutaneous, transcatheter atrial septal defect closure device intended for the occlusion of atrial septal defects (asds) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration.¿ ¿the use of this device has not been studied in patients with patent foramen ovale.¿ d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: comparison of patent foramen ovale sizing by transesophageal echocardiography and balloon sizing in patients undergoing percutaneous closure".